Event description:
It was reported to philips that the device had a therapy delivery op check failure.

Manufacturer narrative:
Complaint evaluation: the customer requested that an authorized philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty processor pca. Customer resolution and conclusion: based on the conclusion of the investigation, it was determined that this was a malfunction of the processor pca. The processor pca was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device wont shock. There was no patient involvement.